Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed low impedance, and oversensing with many short v-v intervals noted, resulting in the patient receiving inappropriate therapy. A lead revision procedure was completed and insulation damage was noted. The lead has been capped and replaced. No further patient complications have been reported as a result of this event.